Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with juice and peanut butter. Reportedly, the customer required assistance in addressing bg levels. Customer's bg level rose to 62 mg/dl, and customer declined further assistance.